Event description:
The shaft of the guide catheter shaft separated and remained in the pt's descending aorta. The physician inserted the guide catheter and engaged into the aorta. The physician realized that the guide catheter was the wrong size. The physician attempted to remove the guide catheter, and disengaged, however became stuck. The physician applied light pressure and the outer shaft of the guide catheter separated exposing the inner braid wire of the guide catheter. The physician applied light pressure and the braid wire stretched but the tip of the guide catheter would not move. The physician decided to attempt to perform "cut down" procedure with no success. The physician inserted a snare and attempted to capture the distal tip, however was not successful. The physician deceided that a surgical procedure was needed to remove the device from the pt. The pt was sent to the intensive care unit to await the surgical procedure to remove the guide catheter from the pt.